Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted, to relay additional information. Reported event was unable to be confirmed, due to limited information received from the customer. Device history record (DHR) was reviewed, and no discrepancies were found. Root cause was unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03746.

Event description:
It was reported that during total hip arthroplasty, the surgeon felt like hip screw went through hole without engaging the g7 cup. Attempts have been made and no further information has been provided.